Event description:
It was reported that the health care professional (hcp) was concerned with left ventricular loss of capture. The hcp reached out to technical services (ts) fpr a review of the presenting electrocardiogram. Upon review, ts discussed that the left ventricular automatic threshold (lvati test could be shown fusion beats or loss of capture, therefore, the loss of capture was not confirmed. This led to this device featuring a left ventricular automatic threshold (lvat) test that was not optimal for this patient. Additionally, noisy signals were observed on the lv channel. It was recommended to tum the lvat feature off. At this time, the lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)